Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on b)(6) 2022. On (B)(6) 2022 at 10:30 pm, the patient lost consciousness because his blood glucose 'bottomed out' but his cgm never displayed a value below 83 mg/dl. The patient¿s bg value was not provided. Emergency medical services was called, and the patient was transported to the hospital. He was treated with IV dextrose and admitted to the intensive care unit (ICU) at 2:00 am on (B)(6) 2022. At the time of the report, the patient was still in the ICU and his cgm values continued to be inaccurate with a 45 mg/dl difference between the cgm and bg values. Post-event cgm/bg values taken in the ICU were: cgm 85 mg/dl, bg 120 mg/dl; cgm 83 mg/dl, bg 59 ¿ 77 mg/dl; cgm 349 mg/dl, bg 249 mg/dl. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined. The reported glucose values post event fall within the b zone of the parkes error grid. No additional patient or event information is available.